Manufacturer narrative:
The patient had complained about pain since the original surgery, the stem had subsided 10mm and was loose to extract the surgeon said the stem was undersized so had most probably been subsiding from implantation so causing pain. The stem was obviously loose with little bone ingrowth due to micro motion of the stem subsiding over time. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: an undersized stem in a one-year old tha kept subsiding and giving pain. The stem was revised and found loose, but the undersizing is obvious and should be considered root cause for this problem. Varus positioning of the stem is probably also a consequence of undersizing. Batch review performed on (B)(6) 2016. Lot 144445: 60 items manufactured and released on (B)(6) 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 53 items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient had reoccurring pain over the hip for an extended period of time after the initial surgery. After investigation it was found the stem had subsided and was continuing to subside, was not ingrown and was loose. Revision surgery performed 1 year and 2 months after primary to rectify leg length.